Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he was putting in his carbohydrates in the insulin pump and the numbers started to scroll up, they wouldn't stop. He took the batter, inserted a new one, and now the device is alarming button error. His blood glucose was 250 mg/dl. He was programing a bolus when the alarm occurred. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, no button error alarms were noted during testing. No unexpected numbers scrolling noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window and cracked battery tube threads.